Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the atrial lead exhibited over-sense noise resulting in inappropriate automatic mode switch. During in clinic follow-up, noise was noted with patient¿s arm movements. Programming changes were performed, and the patient will further be monitored. The patient condition was stable.